Manufacturer narrative:
Reported event: an event regarding dislocation involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
"Event: patient's constrained liner dislocated. Constrained liner/ shell were removed and constrained liner implanted. ". Update 25/october/2018: rep reported the following: the bipolar dislocated out of the liner. Constrained liner was securely locked in shell. New head was implanted increasing length from +0 to +8. Surgeon chose to revise shell to new tritanium revision shell. Old shell came out easily. No possible causes for dislocation.